Manufacturer narrative:
Fluid leak.

Event description:
It was reported through a service report that the fowler gas cylinder is leaking. There was no pt involvement, and no adverse consequences have been reported.